Manufacturer narrative:
(B)(4). As a result of our investigation of the reported issue, a product correction has been implemented by physio-control. The purpose of this correction is to provide customers who own lifepak 12 devices and lifepak 12 ac (line power) adapters (acpa) distributed prior to (B)(6) 2003 with a reference to the current device operating instructions (copied below). The notification letter will bring attention to the operating instructions description of the device behavior associated to the timing of disconnecting the lifepak 12 from ac power and turning the device on and how to respond to the device behavior when it occurs. "Note: the service indicator on the lifepak 12 defibrillator/monitor may illuminate if you turn on the defibrillator/monitor and disconnect the ac power adapter from the defibrillator/monitor or power source at the same time. Wait at least 2 seconds between disconnecting the power adapter and turning on the defibrillator/monitor regardless of the order of the ac actions. If the service indicator comes on, continue to use the defibrillator if needed. The service condition may be cleared by turning the defibrillator off and then back on. If the service led remains lit, remove the defibrillator from active use and contact your service representative."

Event description:
Physio-control has investigated product complaint reports regarding device behavior that could cause a failure of the device to discharge when intended, if the device is powered on within 2 seconds after removing it from ac power.